Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (unable to recognize battery pack) has been confirmed. Upon investigation the battery charger was showing battery charging with no battery inserted. The cause for the failure was contamination on the battery pca, a shorted u13 cmos flash microcontroller on the bedside pca and a shorted d2 diode on the bedside pca. The damage to the microcontroller and the diode was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger.

Event description:
A us distributor reported that a patient 's charger was unable to recognize a battery pack.